Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed

Event description:
It was reported that after a customer was done aspirating insulin using a bd insulin syringe with bd ultra-fine¿ needle, the medication leaked. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: two investigations were carried out. First investigation summary: customer returned (1) 1/2cc, 6mm, 31g syringe in an open poly bag from lot # 6027517. Customer states that she noticed a gap in the syringe's body, as if it was cracked and insulin leaked. The returned syringe was examined and exhibited a piece of the barrel broken off ranging from the 0-15 unit markings. Insulin would not be able to draw into the barrel. Sample was forwarded to manufacturing (holdrege) on 02feb2018 for further review. Second investigation summary: on 06 feb 2018, holdrege received one (1) 0.5ml, 6mm, 31g syringe in an opened polybag from batch # 6027517. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah on 16 feb 2018, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. Probable root cause likely to be either a jam at the infeed or prep dial during assembly. When the equipment halts for an error, there is a pneumatic gate before the infeed dial that snaps closed. The force of this gate is sufficient that it could snap the barrel, if the barrel were misaligned or riding incorrectly down the rails. Typically, these types of defects do not assembly appropriate, however, as it appears to be the case with this sample, they do occasionally complete assembly and make their way to the consumer. The device is thus rendered inoperable by the consumer, due to the missing seals within the fluid pathway. Device history record review ¿ a review of the device history record was completed for batch# 6027517. All inspections and challenges were performed per the applicable operations qc specifications. Syringe assembly ¿ there were two (2) batches of material# 8365312 (syringe 0.5ml asm 31ga 6mmtw sm700164 sc) that went into the finished batch# 6027517. Batch# 6078912. Date(s) of manufacture: 18mar2016 thru 31mar2016. Machine(s) manufactured on: jy, jt, jv. Batch# 6069933. Date(s) of manufacture: 17mar2016 thru 22mar2016. Machine(s) manufactured on: ja, ju. There was one (1) notification (B)(4) noted that did not pertain to the complaint. Severity: s1; occurrence: a complaint history check was performed and this is the 1st related complaint for leakage and the 1st related complaint for cracked barrel on lot # 6027517. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure probable root cause was noted to be the barrel likely being broken in the prep dial prior to assembly, which accounts for the lack of damage to the needle assembly. Based on the above, no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.